Manufacturer narrative:
(B)(4) for the reported event of clip failed to release from catheter. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the resolution clip device was advanced to the target lesion, locked, and deployed; however, the clip assembly failed to release from the delivery catheter. The physician pulled the device off of the tissue and completed the procedure with a second resolution clip device. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be "fine".